Event description:
It was reported that the patient presented to a scheduled implant procedure. During the procedure, while re-positioning the right atrial lead, it was difficult to extend the helix. The lead was not used, and a new lead was implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events were helix mechanism issue and helix damage. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil inside the connector region was over-torqued consistent with procedural damage. After cleaning, the helix was able to retract and extend. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over-torque of the inner coil. The reported event of helix damage was not confirmed. Visual and x-ray inspections of the helix did not find any anomalies.

Event description:
New information received notes that the right atrial lead's helix was damaged.